Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens unit. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body corroded, the operation channel leak, the u/d knob loose, the r/l knob loose, the light guide cable disinfections damage, the distal body worn out, the operation channel resistance, the u/d knob white marking faded/missing, and the r/l knob white marking faded/missing; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).